Event description:
After giving the injection, safety collar was pulled over the needle. The entire shield pulled off the syringe which resulted in a needle stick injury.

Manufacturer narrative:
A review of our records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends on this product line for the reported condition.